Event description:
Patient reported ¿findings throughout my implant capsule show that the implant didn't hold its integrity and was leaking silicone¿, ¿was never notified of the recall of my implants for the higher risk associated with the development of bia-alcl¿, ¿signs of acute or chronic inflammation¿, ¿breast explants for capsular contracture", ¿fibrous wall with synovial metaplasia¿, ¿foamy histiocytes and multinucleate giant cells surrounding clear spaces containing refractile material in keeping with silicone or other medium¿, ¿there is no evidence of malignancy¿, and "symptoms of bii" determined to be not device related. This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture, granuloma, capsular contracture, baker grade unknown, breast implant illness, inflammation, device photo analysis: visual analysis of the photographs identified: inflammation/irritation: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Lump/nodule: unable to observe as it is a medical event that is not related to the device. Granuloma: unable to observe as it is a medical event that is not related to the device. Varied injuries-ndr: not applicable as the event is not related to the device. Explanting facility: (B)(6).